Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's right eye (od). It was reported that after a few weeks of icl implantation the patient had some issues and went back to surgeon. The reporter states "the vaulting increased, lens does not seem to be positioned symmetric and also pupil was not perfectly rounded". Per updated information this case normalized, vault is fine and lens is positoned. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).